Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08700 inches. No under delivery anomaly noted during testing. Device was received with case cracked behind the device at the corner of the belt clip rails, slightly stained keypad overlay, scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer was treated with insulin pump. The customer also stated that they did allege insulin pump was under delivering. Customer did not wish to continue troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.